Event description:
It was reported that the electrosurgical unit (esu/generator) was involved in pt incidents. The esu was used in polypectomy procedures where bleeding occurred. The bleeding was controlled/stopped by using clips. No further clinical issues with the pts were reported. The unit was distributed by our parent company to a physician.

Manufacturer narrative:
The esu was thoroughly inspected/tested by performing a technical safety check. This included an electrical safety check, a function check of each of the equipment's features, and a power output check. All features were/are functioning properly within specifications for the generator. Also, no anomalies were found in the device history record (DHR). In conclusion, no equipment problem was found that would have caused or contributed to the events. It appears that hemostasis was not adequated during the procedures. Therefore, further in-service work was performed with the physician to address the issue. No trends have been identified with this incident. Erbe USA, inc. Is now closing the file on this event.